Event description:
Accusync ECG device generates r-wave and trigger without a pt attached. Dr complained that several pts were acquired incorrectly when leads had disconnected from accusync device. The device does not give any indication that the leads have been disconnected. Pts' results were inconclusive and the pt studies had to be repeated. Approx age of device 1 week.